Event description:
Customer alleged damage to rigid ureteroscope during processing. Per customer service, not required as this was determined to be an incorrect processing issue. Customer indicated there were no patient injuries.

Manufacturer narrative:
Conclusion: outdated compatibility list: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.